Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found approximately 3/8 inches of the monofilament exposed at the guide. The posterior needle tip remained attached to the rail end of the monofilament. The posterior cuff remained loaded on the foo. Both cuffs remained attached to the link and the anterior cuff tabs were damaged. Based on the findings, the posterior needle missed the posterior cuff. The anterior needle tip detached from the anterior cuff, which was a direct result of the posterior needle-to-cuff miss. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the needle plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the needle plunger. This resulted in the anterior cuff detaching from the anterior needle. The anterior cuff tabs were damaged and bent. One of the anterior cuff tabs (approx. 0.01 by 0.01 inches square) was broken off and was not returned with the device. During testing, a proxy needle plunger was reinserted resulting in acceptable needle trajectory. Based on the investigation, the most probable root cause for the posterior cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.